Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a faulty scope socket. Additional findings were failures of the video cable connectors. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The issue was found during a tracheoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the event was caused by a defective scope socket. Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was diagnostic.